Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6) 2016. Device not returned to manufacturer.

Manufacturer narrative:
This report is filed january 14, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient with a new device as of the date of this report, january 14, 2016.